Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was alleged that the pressure seemed higher than what it was set at. There was a 20 minute delay in surgery and a different pump was used.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection : seal was broken. Stuck pressure sensor, sensor bracket was still the revision a bracket. Functional inspection: the pump booted up with the following software version: 01.04.05. The critical error log was reviewed and noticed that the date was at jan. 1, 1970. The pressure sensor depressed and stuck behind the sensor bracket will give inaccurate pressure readings. Previous testing revealed that the actual pressure inside the artificial joint could get up to 300mmhg which is about 6 times higher than the normal pressure levels during use. Need to replace the mainboard due date 1970 and the sensor bracket to revision b. The root cause was the sensor bracket. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alleged that the pressure seemed higher than what it was set at. There was a 20 minute delay in surgery and a different pump was used.